Event description:
When advancing lunderquist® extra-stiff wire guide, the cardiac/peripheral vascular guidewire curled and perforated the iliac artery of the patient. A balloon was inserted to tamponade the bleeding. Vascular surgery was called in for repair of the iliac artery.